Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "an obstruction in the drum device was evidenced during the return verification, which prevented the advance of the saline solution. It was initially thought that the obstruction was from the patient;however, after a new verification, it was confirmed that the occlusion was located in a proximal area of the medical device connectors. A drum device was inserted. Once inserted, a return flow test was performed. This revealed a drum obstruction. Initially, it was thought to be the patient's. The return flow was verified again by sweeping with 0.9% ssn. An occlusion of the device was observed in an area close to the connectors, which prevented the device from progressing." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "an obstruction in the drum device was evidenced during the return verification, which prevented the advance of the saline solution. It was initially thought that the obstruction was from the patient; however, after a new verification, it was confirmed that the occlusion was located in a proximal area of the medical device connectors. A drum device was inserted. Once inserted, a return flow test was performed. This revealed a drum obstruction. Initially, it was thought to be the patient's. The return flow was verified again by sweeping with 0.9% ssn. An occlusion of the device was observed in an area close to the connectors, which prevented the device from progressing." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".